Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-70 serial number: (B)(6). Batch/lot number: 7095833 model/catalog description: linear st lead kit 70 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-70 serial number: (B)(6). Batch/lot number: 7095739 model/catalog description: linear st lead kit 70 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) explant procedure due to an unknown reason.